Event description:
A pump seal on the walk-in cart washer leaked. On 06/2005 a steris technician repaired the leak. The leak apparently started again and on 07/2005 water or humidity apparently entered the electrical components box located near the pipes and valves within the mechanical workings of the unit. The cart washer unit started on its own. The doors were closed, nothing was in the chamber and nobody was near the controls. Steris again repaired the leak. Preventive maintenance was completed 2/2005.